Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed that this was likely due to calcification. No adverse patient effects were reported. This lead remains in service.